Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/10/2013 with the following findings: during testing, the display screen was found to be discolored. A test screen was inserted and was found to function properly with no visible signs of discoloration.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their display screen had gradually dimmed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.